Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the adhesive of the subject device was worn out. During the incoming inspection for repair of the subject device at the service department of olympus europa se & co. Kg (oekg), it was found that the adhesive of bending section was deteriorated, also the adhesive around objective lenses was chipped/peeling off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, some excessive chemical damage was thought to be a primary cause. Besides deterioration, the glue probably received physical stress resulting from squeezing the distal end in reprocessing, then peeled off. If additional information becomes available, this report will be supplemented.